Event description:
It was reported that during the implant surgery with labyrinthectomy the patient experienced a cerebrospinal fluid (csf) leakage. The csf leak was believed to be due to the patient's thin or no bone over the dura. The leak was patched during the surgery, but it returned. The patient was placed in a lumbar drain and another surgery was performed to repair the leak. Advanced bionics is in the process of gathering further information, once further information is obtained a supplemental report will be submitted.